Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent breast mastopexy/abdominoplasty procedure on an unknown date and topical skin adhesive was used. Five days post operatively, the patient developed redness, rash, and itching at the breast site. The topical skin adhesive was removed and the patient was administered oral and topical benadryl. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch hlr188; mfg date: 10/20/2014, exp. Date: 09/30/2016. Batch hkr992; mfg. Date: 09/25/2014; exp. Date: 08/31/2016. Batch hkh121; mfg. Date: 09/26/2014; exp. Date: 08/31/2016. Batch hlr382; mfg. Date: 10/21/2014; exp. Date: 09/30/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.